Event description:
L-cath line was leaking and catheter removed and appeared intact. No measurements were taken of catheter removed. Pt transferred to another hosp due to problems from birth (unrelated to catheter). When pt arrived at destination hosp a cat scan was performed for neurological eval and approx 2-3 cm was found and surgically retrieved.